Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed two "controller fault" alarms on the date of the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The most likely root cause is a leaky diode on the automatic power switch circuit. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the ventricular assist device (vad) coordinator that the patient experienced a "red alarm", also known as a controller fault alarm, while at home. The patient was able to exchange the controller without incident. Preliminary analysis of the log files showed two (2) controller fault alarms. The device will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Controller was returned to heartware, inc on (B)(4) 2015 and is awaiting further analysis. Device remains implanted.